Event description:
Arthrex pump was used for arthroscopy. Due to constant flow, tubing was replaced with new tubing with continued inadequate pressure and flow for joint distention. Right knee swelling resulted.